Event description:
It was reported that the user experienced recurrent low glucose events, mostly at night, while using the ilet with libre 3+, and review indicated unannounced meals, continued olympic lifting without pausing insulin delivery, and a period of device disconnection during a cruise that could have influenced algorithm performance; troubleshooting and education were provided on meal announcements, correction boluses for missed meals, and pausing insulin for exercise. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of use patterns and user education. Investigation of this case revealed user-related factors including missed meal announcements, exercise without pausing insulin, and a recent interruption in device use that could have affected automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.